Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Patient was revised to address thigh pain. Update 7/18/12 - litigation papers received. It alleges that the patient suffers from pain, discomfort, mobility issues, implant loosening and wear. During the revision, the pinnacle liner remained intact, while the head was replaced with srom. Update ad 25 jun 2018: receipt of ppf and medical record. Ppf alleges abductor muscle repair, metallosis, elevated metal ions, loosening of the cup and stem. After review of medical record for MDR reportability, patient was revised to address "persisitent" pain and loosening of the femoral component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.